Manufacturer narrative:
This event was previously reported by edwards lifesciences under manufacturer report # 2015691-2023-11748. Additional information obtained through medical records of the tavr procedure and follow-up visits clarified that there appears to be thickened leaflets related to halt and motion restriction with severe stenosis and mild central regurgitation of the m3 valve. These events are not reportable as this time, as there is no scheduled or planned intervention. Based on these results, this complaint is no longer considered to be a reportable event and a corrected report is being submitted.

Manufacturer narrative:
The complaint device, sapien m3 valve, model: 9880tfx29mclus, is not sold or marketed in the us; however, it is deemed similar to the sapien 3 transcatheter heart valve, model: 9600tfx29, PMA#: p140031. The investigation is ongoing.

Event description:
As reported via encircle study, a tte was completed 3 days post procedure for a 29mm sapien m3 valve and noted "moderate prosthetic mitral valve stenosis with a mean gradient of 9.4mmhg at a hr of 62bpm. Clinically significant." There is no report of intervention or treatment at this time.